Manufacturer narrative:
This report is submitted on march 27, 2018.

Event description:
It was reported the patient experienced and infection and was administered a topical antibiotic; however the issue could not be resolved resulting in breakdown of wound and extrusion of the electrode array. Subsequently, the patient's wound was dressed and oral antibiotics were administered. On (B)(6) 2018 the patient was hospitalised for 2 days to address the infection and treated with IV antibiotics. The implanted device remains and the patient will continue to be clinically monitored by their healthcare provider.